Event description:
A customer reported that during surgery, the system did not switch from fluid to air. In addition, the vitrectome did not cut. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).